Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during implant far p-wave oversensing was observed while the pocket was being closed. The physician stopped closing the pocket and the atrial and ventricular leads were repositioned.